Event description:
During a ptca treatment procedure, the mavericks2 monorail balloon ruptured at 3-4 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a severely calcified, 100% stenotic lesion in the mid lad coronary artery. It is noted that resistance was met during insertion of the balloon catheter. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.